Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a renal aneurysm, using ruby coils. During the procedure, the physician successfully placed a ruby coil using a lantern delivery microcatheter (lantern). The physician then felt resistance and was unable to advance a ruby coil through the lantern; therefore, the ruby coil was removed. The procedure was then completed using new ruby coil and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.